Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy.rep. Wasn't present for the case. Limited information is available at the time of reporting. The customer sent an e-mail to the rep stating the following: "during a laparoscopic cholecystectomy, clip appliers were opened and misfires were experienced on each device." Patient status and product return status are currently unknown at this time.additional information was received from health systems manager, via e-mail and telephone on january 28th, 2020: "I am sorry to say that we have no more information other than what has been already communicated. The products are no long expected to return as they have been discarded by the facility.additional information was received from FDA maude website, mw# 9590768 on february 28th, 2020:"model number: ca500event date: 12/19/2019event type: malfunctionevent description: during a laparoscopic cholecystectomy, two clip appliers were opened and "misfires" were experienced on each device. Misfires meaning the clips did not apply when the device was activated by the surgeon. Applied medical-epix universal clip applier; ref #(B)(4) lot#-1365516 expires 08-07-2022.MDR report number: 9590768product code: mdmreport source: user facilityreport date: 12/26/2019date FDA received: 01/15/2020this is not an adverse event report. This is a product problem report. Device model number: ca500device lot number: 1365516the report was sent to the FDA. Event location: hospitalthis is not a reprocessed and reused single-use device."additional information was received from implementation specialist, via e-mail on march 6th, 2020: both clip appliers are now expected to return. It has been "confirmed that the patient was not hurt, they opened a 3rd applier to get through the case, they finished the case, and everything went well. She said they used a reusable competitor grasper along with the clip appliers."intervention: opened a 3rd clip applier to complete the case without any further issues.patient status: no patient injury occurred.

Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation, along with two partially closed clips. Visual inspection of the returned clips confirmed the complainant¿s experience of misfired clips. Testing was performed on the event unit. However, the complainant¿s experience could not be replicated as the event unit met current specifications and there were no visible non-conformances. Applied medical has reviewed the details surrounding the event and the returned unit and is unable to determine the root cause of the event. The probability and criticality of harm resulting from this failure have been evaluation and were found to be at an acceptable level. This event is not reported as it is unlikely to cause or contribute to death or serious injury. This report is to follow up medwatch report # 9590768.

Event description:
Procedure performed: laparoscopic cholecystectomy. Rep. Wasn't present for the case. Limited information is available at the time of reporting. The customer sent an e-mail to the rep stating the following: "during a laparoscopic cholecystectomy, clip appliers were opened and misfires were experienced on each device." Patient status and product return status are currently unknown at this time. Additional information was received from health systems manager, via e-mail and telephone on january 28th, 2020: "I am sorry to say that we have no more information other than what has been already communicated. The products are no long expected to return as they have been discarded by the facility. Additional information was received from FDA maude website, mw# 9590768 on february 28th, 2020:: "model number: ca500 event date: (B)(6) 2019 event type: malfunction event description: during a laparoscopic cholecystectomy, two clip appliers were opened and "misfires" were experienced on each device. Misfires meaning the clips did not apply when the device was activated by the surgeon. Applied medical-epix universal clip applier; ref #(B)(4) lot#-1365516 expires 08-07-2022. MDR report number: 9590768 product code: mdm report source: user facility report date: 12/26/2019 date FDA received: 01/15/2020 this is not an adverse event report. This is a product problem report. Device model number: ca500 device lot number: 1365516 the report was sent to the FDA. Event location: hospital this is not a reprocessed and reused single-use device." Additional information was received from implementation specialist, via e-mail on march 6th, 2020: both clip appliers are now expected to return. It has been "confirmed that the patient was not hurt, they opened a 3rd applier to get through the case, they finished the case, and everything went well. She said they used a reusable competitor grasper along with the clip appliers." Intervention: opened a 3rd clip applier to complete the case without any further issues. Patient status: no patient injury occurred.